Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, an alarm sounded with no message displayed on the screen. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Sample was received; all labels were still intact and no physical damage was found on the device. As a result of checking the log, it was confirmed that there was a record of occurred nda during pump operate on april 8, 2023. Functional testing was performed and the reported issue could not be duplicated nor confirmed. Possible defective downstream sensor or cassette product. For preventive measure, the downstream sensor was replaced and upstream sensor re-calibrated. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record (DHR) review was not performed. Service history review identified the device was in for service on (08/2022) and there was no indication or evidence in the service history to indicate that the complaint is related to the previous service event.